Event description:
One year old male with medical history of aortic stenosis and tunnel obstruction status post "one stage repair" of interrupted aortic arch and ventricular septal defect underwent a ross procedure using a 16mm pulmonary homograft on 02/20/1995. On 09/o8/1997, pt has reoperated to explant stenosed pulmonary conduit (replaced with 19mm homograft) and to repair insufficient autograft.